Event description:
The customer reported that the circlip of the handle support clip has broken and the locking system fell off during a surgery. No injuries were reported. Factory reference number: (B)(4).

Manufacturer narrative:
Maquet determined that the customer did not use the original power led handle support provided by the manufacturer. It was replaced during the installation manufacturer. It was replaced during the installation with a different model, in order to allow compatibility with the sterilized handles used by this facility. The cause of this event is the clip (part of the locking system from the handle support) has broken and then dislodged from its location while user was manipulating the light. However maquet did not determine yet why the clip has broken. The handle support has been replaced with a new one and unit returned to service. This investigation is on-going and the results will be included in a follow-up report.